Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the electrosurgical generator docking connector was found damaged and restarted automatically. There were no reports of patient involvement.